Manufacturer narrative:
Concomitant products: product ID: 924256, lot# 082208215a, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
It was reported the healthcare professional (hcp) was not able to insert and clip the stimloc into the screwed base. A different stimloc was used. There were no patient symptoms or complications associated with this event and the patient status at the time of this event was alive with no injury.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the problem was not resolved. The patient was implanted with the non-functioning stimloc because the surgeon had no other choice. The patient outcome was okay and the manufacturing representative did not know if there was lead migration.